Event description:
It was reported that a high drain alarm occurred during drain 1 of 4 on the homechoice machine (hc). The technical service representative (tsr) explained the alarm to the home patient (hp). The tsr advised the hp to contact the nurse regarding the initial drain alarm at 700ml and the hp doing a manual fill of 2000ml prior to getting on the hc. The cycle 4 ultrafiltration was 2732ml. There was patient involvement; however, there was no injury or medical intervention reported.

Manufacturer narrative:
(B)(4). The device was not returned to baxter. A follow-up MDR will be submitted upon completion of the evaluation or if additional relevant information is received.

Manufacturer narrative:
(B)(4). The reported issue was confirmed over the phone. Review of service history revealed no failures/problems that were the same as, or similar to, the current difficulty and there was no indication that the parts replaced during servicing caused or contributed to the reported difficulty. Review of the device service history revealed no issues that could have caused or contributed to the reported difficulty of iipv-adult. The assignable cause was undetermined.